Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported their lower aligner do not fit as well as previous ones and they have sharp edges that is irritating and cutting their tongue. Provided fit tips. Patient follow up, lower aligner fits well after tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.